Manufacturer narrative:
The customer biomed evaluated the device.

Event description:
It was reported to philips the device was unable to pass an operations check. There was no report of patient or user impact. A philips field service engineer was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service.